Event description:
Boston scientific received information that two days post-implant, this right ventricular (rv) lead was repositioned. It was reported that the initial implant surgery was complicated by an apical perforation in the rv, which required repositioning the lead. An echocardiogram showed mild pericardial effusion. No patient events were reported other than a longer hospital stay and the repeat surgery.

Manufacturer narrative:
This lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.